Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that air entered the bd q-syte¿ luer access split-septum stand-alone device, bns line after closing the clamp and attaching a saline syringe. The following information was provided by the initial reporter, translated from (B)(6): "according to the customer¿s report, the hcp closed the clamp on the ext. Tubing and connected to a syringe of saline, and then saw air coming in. The hcp is suspecting that the clamp didn t work."

Event description:
It was reported that air entered the bd q-syte¿ luer access split-septum stand-alone device, bns line after closing the clamp and attaching a saline syringe. The following information was provided by the initial reporter, translated from japanese: "according to the customer¿s report, the hcp closed the clamp on the ext. Tubing and connected to a syringe of saline, and then saw air coming in. The hcp is suspecting that the clamp didn¿t work."

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used bd extension set with a q-syte attached to the luer of the device. In addition, seven photographs were submitted. A gross visual inspection of the returned sample did not find any damage to the unit. The unit was inspected for column defects and no column tears were identified. The q-syte was dissected for microscopic inspection. There was no adhesive running down the q-syte top-body inner wall found. No damage to the top disk was present. The bottom disk had a quarter circle aperture towards the outer rim of the disk. This damage did not extend to the column wall. This type of damage is known to cause leakage. The reported issue was confirmed. As the end user would not be able to cause damage to the bottom disk at the location observed without damaging the column wall, it is likely that the reported defect originated in the manufacturing environment. Damage to the septum may occur at multiple stages throughout the manufacturing process. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. A device history review (DHR) cannot be performed as no lot number was provided by the complainant. H3 other text : see h.10.